Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported single gripper actuation issue is a cascading event of the reported detached gripper line. The reported difficult positioning in anatomy was due to procedural circumstances. The investigation determined the detached gripper line to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The mitraclip xtw was prepped and passed all functional tests. Gripper orientation was successful in the left atrium. After crossing the valve and to capture the posterior leaflet 1 segment, it was noted that the posterior gripper could not raise during simultaneous gripper actuation. It was noted that during system positioning there was interaction with the flail. No tissue damage occurred. The clip was successfully brought back to the valve and the grippers were tested again. The one gripper could not raise. The clip was successfully removed and replaced with an xtw. The mr was reduced to grade 1. There were no adverse patient effects.